Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have wear and tear damaged enclosure, line cord, and tank cover. Device underwent functional testing, confirming the reported customer complaint. The pump was noted to have a faulty motor, and the problem source has been determined to be unknown.

Event description:
Information was received stating device is making a loud noise during operation. Incident occurred during preventive maintenance; no patient involvement.